Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter questioned low results for multiple patient samples tested for sodium electrode (na) on a cobas 6000 c501 module. Examples of discrepant results were provided for 3 patient samples. Patient 1 initial result was 128 mmol/l. The repeat result was 135 mmol/l. Patient 2 initial result was 127 mmol/l. The repeat result was 137 mmol/l. Patient 3 initial result was 129 mmol/l. The repeat result was 136 mmol/l. The samples were repeated on a different c501 module. The repeat results were believed to be correct. Amended reports were issued.

Manufacturer narrative:
Pertinent medwatch fields in section d, medwatch fields g1 and g4 PMA / 510k (premarket numbers) updated. The field service engineer (fse) inspected the analyzer and determined that contaminated reaction cells and detergent on top of the cells had caused the event. He replaced the rinse tubings, checked the valves, adjusted the probes, checked the flow path and pump pressures, and adjusted the cell rinse volumes. He verified the analyzer's performance by a cell blank, calibrations, and qcs the customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.